Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) had been leaving the device on and intensity was down to 0. The rep stated that the pt had hesitated to play with the controller setting because when they tried going from c to b, the pt was zapped. The pt stated that b was cranked all the way up and added that they had to charge the implant twice daily and charging was inconvenient so the pt turned off the implant when they went to bed. The pt stated that they turned the implant back on and recharged the implant. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the zapping was not determined but they believed it to be from the patient having their stimulator turned up too high- when they turned it on (from it being off) it was too strong for their comfort. The patient charging twice per day was due to their high energy programs. The patient was reprogrammed to a program with lower energy requirement and no longer had to charge twice per day. They instructed the patient to keep the settings low. The representative hadn't heard of any other zapping issues from the patient. The zapping and charging issues had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.